Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 4/3/2019. Device returned to manufacturer: yes. Device evaluation: the returned sample was received and revealed that only a haptic was received that was observed detached. The reported issue of lens damaged was not verified. It is not possible to confirm if the loop received is part of the lens reported. Based on the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that one other complaint has been received for this production order number. Investigation results revealed haptic damaged and is complete as operational problem. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003, 22.0 diopter intraocular lens (iol), was removed and replaced during the same procedure as it was damaged during insertion. It was stated that there was patient contact; however, there was no report of incision enlargement, vitrectomy or sutures done. The patient was doing fine post-op. No other information was provided.